Manufacturer narrative:
Cmpl (B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with inflammation extended beyond the patch perimeter. On the (B)(6) 2024, the patient went to the hospital, around 8:00 pm due to swelling where the skin reaction was. The patient was prescribed cephalexin oral, 4 times a day, for 7 days and hydrocolloid perp and barrier film for skin safe n' simple. At the time of the report the skin reaction was healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.